Event description:
Event description boston scientific received information that two physicians declined to implant this cardiac resynchronization therapy-defibrillator (crt-d). A boston scientific field representative reported that the device's monitoring voltage at the time was 3.19 volts.